Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2016 due to externalized conductors. The electrical function of the lead was normal and the patient was asymptomatic. No further information is available.